Event description:
The customer reported that the exhalation valve plastic of the vela ventilator was broken. There was no patient involved in the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the exhalation valve receptacle. Ovp (operational verification procedure) and uvt (user verification tests) were performed and all tested okay according to factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.